Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient experienced an embolic cerebral vascular accident (cva) on (B)(6) 2016. A mechanical thrombectomy of a right m1 segment embolus was performed with successful reperfusion. The patient recovered and was discharged. On (B)(6) 2017, the patient came to the emergency department with increased confusion and was found to have a large hemorrhagic stroke in the same area of the previous embolic cva. The patient was placed on hospice care and expired on (B)(6) 2017.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.